Event description:
It was reported that the customer had high blood glucose of over 500 mg/dl, because the insulin pump did not delivered any insulin delivery. Caller stated that the customer's insulin pump is not alarming. Caller stated that they did not get any no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.